Event description:
Patient admitted to ICU for acute on chronic respiratory failure with hypoxia and hypercapnia following shortness of breath with oxygen saturation in the 70s with a nonrebreather mask on (B)(6) 2024. The patient refused bipap therapy and was subsequently placed on a high-flow nasal cannula on (B)(6) 2024. Slp saw the patient on (B)(6) 2024 and recommended npo status. The patient continues to decompensate on (B)(6) 2024, and the clinical team is considering intubation due to increased oxygen demand and increased work breathing. On (B)(6) 2024, the patient unintentionally removed the peg tube, which was replaced on (B)(6) 2024. Vital signs as of (B)(6) 2024 14:00 bp 125/73, hr 72, rr 25, spo2 94% on high flow nasal cannula 75% fio2 at 60 lpm. Since the hospital admission, the patient has been unable to take clofazimine due to difficulty swallowing due to respiratory failure, and the patient was subsequently placed on npo status. Additionally, the patient has dysphagia due to previous radiation and surgery for head and neck cancer and uses his peg routinely. The only thing he is taking po is clofazimine, and that is now getting increasingly difficult; prior to discontinuation patient was taking clofazimine whole by mouth. On (B)(6) 2024 at 20:24, the patient's spo2 was 80% with bipap at 100% fio2 and became unresponsive, thus subsequently emergently intubated. A bronchoscopy was performed on (B)(6) 2024 without complications noted at that time, and on (B)(6) 2024 the patient developed a right pneumothorax requiring chest tube placement. At the time, the patient required multiple vasopressors to maintain hemodynamic stability; the family decided to change the code status to dnr and would like to continue aggressive treatment, including renal replacement therapy related to worsening hyperkalemia. Continuous renal replacement therapy was initiated on (B)(6) 2024; however, the dialysis filter was clotted several times, requiring citrate. Palliative care was consulted on (B)(6) 2024 to aid the family with medical decision-making. On (B)(6) 2024, hemodialysis and the arterial line were removed because they were either not functioning or had clotted. The medical team discussed replacing the hemodialysis line to continue renal replacement therapy with the family. However, due to the patient's lack of improvement, the family deferred considering comfort measures. The patient transitioned to hospice and comfort measures on (B)(6) 2024 and expired at.